Event description:
The pt rec'd two leads with the same lot number. It was reported, the pt was w/o stimulation. The sjm rep met with the pt for reprogramming. The pt reported a fall and changes since the incident. It was determined, the pt's contact on the right lead had low impedances, and the contacts on the left lead were used to obtain stimulation coverage. F/u identified the physician replaced both leads. It was reported stimulation coverage was obtained postoperative.

Manufacturer narrative:
Eval: results: the complaint was confirmed. Microscopic inspection of one of the returned leads revealed broken wires 12.5cm distal to the stimulation end. The fracture in the lead body was consistent with an overstress at the distal end of the anchor. The complaint was not confirmed for low impedance. The other lead was functionally tested and passed all testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.